Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture grade 3/4 is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3/4.

Event description:
Patient reported for right side "ultrasound and mammography reports showing deformities in the prosthesis", "capsular contracture grade 3 to 4" and "calcification". The device remains implanted.

Event description:
The device has been explanted.